Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis revealed that the root cause of the lv perforation was most likely improper positioning of the device since a kink was observed on the returned device indicative of an impella position deep in the ventricle.

Manufacturer narrative:
The device has been returned for investigation. When the investigation is complete, a supplemental report will be filed.

Event description:
A 72-year-old patient in switzerland received hemodynamic support from an impella 5.0 heart pump to give the heart some rest prior to a high-risk surgery for treatment of a ventricular septal defect (vsd). A perforation of the left ventricle at the rear wall has been noted, requiring surgical closure of the ventricular perforation. The impella 5.0 was removed with the patient being critical. The patient was subsequently supported by va-ECMO and stable.